Event description:
Case description: investigation results: product name: novopen echo batch number: mvg9c16. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Since last submission the following updates made in the case annex b, c, d and g were added in device addendum. EU/ca tab and m/w info were updated. Investigation results was added. Case narrative updated. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen echo has been returned to novo nordisk for evaluation. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen echo and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of blood glucose increased. Patient's underlying medical condition of type 1 diabetes mellitus is a risk factor for development of hyperglycaemia. The electronic register was checked. No remarks. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.

Event description:
[Preferred term] (related symptoms if any separated by commas). Sugar levels went up to 400mg/dl-505mg/dl [blood glucose increased]. Defected pen not delivering medication [device failure]. Case description: this serious spontaneous case from the united states was reported by a consumer as " sugar levels went up to 400mg/dl-505mg/dl (blood sugar increased)" beginning on (B)(6) 2023, "defected pen not delivering medication (device failure)" with an unspecified onset date, and concerned a 82 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", current condition: type 1 diabetes mellitus (duration not reported). On an unknown date, the patient had defective novopen echo pen which was not delivering the medication. On (B)(6) 2023, the patient experienced high blood sugar of 400mg/dl-505mg/dl due to defective pen not delivering the medication. Batch numbers: novopen echo: mvg9c16. The outcome for the event " sugar levels went up to 400mg/dl-505mg/dl (blood sugar increased)" was recovered. The outcome for the event "defected pen not delivering medication(device failure)" was unknown.